Manufacturer narrative:
The edge 90 locatable guide was not returned for evaluation. The site has successfully completed cases since this event. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT-guided percutaneous biopsy.

Event description:
Site reported a pneumothorax which occurred during a case while using a superdimension edge catheter. The physician was able to complete the case.